Event description:
The reporter stated that during posterior fusion of the l1 to s1 vertebral bodies, the coral medium adjustable connector broke into 3 pieces on closing distraction. All three pieces were removed and retained for inspection. The surgery time was prolonged by about 5 minutes. There was no adverse outcome for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.